Manufacturer narrative:
UDI: (B)(4). A complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. A visual inspection of the lead found the lead body to be compressed, consistent with clavicle crush damage. There was no break in the insulation as well as no damage noted to any of the conductor cables in the crushed region. The abrasions noted to the cable coatings are consistent with that caused by the two cables abrading against each other. The exposure and contact between both conductor cables may have caused the reported events. All other damage noted to lead body was consistent with that occurring at time of explant. (B)(4).

Event description:
Noise was noted on the right ventricular lead which resulted in inappropriate therapy being delivered. The lead was explanted and replaced and the patient was stable.